Event description:
The customer was receiving blood glucose readings of 200 mg/dl on contour and 100 mg/dl on another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not all allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.